Event description:
It was reported that the subject device had poor image issue. The issue occurred at the time of reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: b5, d8, d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following malfunctions were identified during the device evaluation: deformation on the video cable and connector broken. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is it was confirmed that there was no problem with the reported issue of the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.